Event description:
It was reported that upon interrogation, the pulse generator exhibited diagnostics anomaly. The patient reported having a computed tomography scan and radiation therapy to treat prostate cancer. After clearing the message the device was successfully interrogated. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.